Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarms downstream occlusion immediately after on motor activation. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
H2) device evaluation: d3 - manufacturing plant address, city, and zip code updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal. The customer complaint could not be replicated during dso/upstream occlusion (uso) calibration, dso/uso pressure sensor testing, and motor testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, updated software, reset the unit to standard configuration, and the pump passed all functional tests and performed as intended after repair.